Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. In 2009, the morphine in the pump was changed to dilaudid because the patient was "maxed out on the morphine" and at some point the pump was delivering dilaudid (25 mg/ml at 11.01 mg/day) and bupivacaine (15 mg/ml at 6.601 mg/day). The indication for pump use was failed back surgery syndrome and non-malignant pain. On 19-aug-2016 it was reported that the pump implanted on (B)(6) 2009 began to spin at the end of its life expectancy and then it was replaced. It started spinning in (B)(6) 2014 and was replaced on (B)(6) 2014. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.